Manufacturer narrative:
Concomitant product: c4tr01 ipg implanted : (B)(6) 2013.

Event description:
It was reported that at a recent office visit the patient's right atrial (ra) lead pacing threshold was measured as high and has been rising for some time according to the patient's clinical records. No changes were made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.